Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire and the coil proximal contact was found to be kinked/bent. The main coil was found to be stretched and broken/fractured. A functional test for the reported coil in catheter friction could not be completed as the coil was returned broken. The reported coil in catheter friction could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was analyzed and the main coil was returned broken and stretched. The proximal contact and the coil delivery wire were kinked/bent. An assignable cause of handling damage will be assigned to the as analyzed coil delivery wire kinked/bent, coil proximal contact kinked/bent, main coil stretched and main coil broken/fractured during use since this issue is associated with handling of the device during the clinical procedure. An assignable cause of procedural factors will be assigned to the reported coil in catheter friction as the complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject coil was returned for investigation and it was discovered that the coil had broken/fractured during use. No clinical consequences were reported to the patient due to this event.